Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. A review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 1487 ml during therapy initiated on (B)(6) 2012 at 1:08, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. A review of the device's event log was performed for the therapy initiated (B)(6) 2012 at 1:08. A partial fill was delivered during fill 5 of 5 of 1613 ml, which was less than the expected volume of 2000 ml. Review of the event log revealed the cycle 5 drain was completed on (B)(6) 2012 at 9:37 and the user's actual drain volume during cycle 5 was 3101 ml. The actual drain volume of 3101 ml is 155% of largest prescribed fill volume (lpfv) of 2000 ml; therefore, this incident does not meet iipv criteria.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 01:08:32. During night drain cycle five, the patient's ultrafiltration reading was 1487ml, indicating the home patient (hp) drained 1487ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.